Event description:
The consumer reported conflicting results using a binaxnow covid-19 ag self test performed on (B)(6) 2023 with a nasal swab. The consumer indicated that the sample line changed from positive to negative within the instructed read window of 15-30 minutes. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: (B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device

Event description:
The consumer reported conflicting results using a binaxnow covid-19 ag self test performed on (B)(6) 2023 with a nasal swab. The consumer indicated that the sample line changed from positive to negative within the instructed read window of 15-30 minutes. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
Additional information: e1 - facility name. D4: UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 197088 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 197088, test base part number 195-430h / lot 191526. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample. H3 other text : other - device not returned; single use device.